Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during an arthroscopy, the arthro-round broke but did not release any fragments. The procedure was successfully completed without delay using the same device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the reported arthro-round xl, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device was broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
Correction in a2 and a3: patient information is unknown.